Event description:
The customer reported that the device failed its self test and was found to be unable to defibrillate in testing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed its self test and was found to be unable to defibrillate in testing. The unit was evaluated at philips. The failures reported by the customer were not reproduced. The device error logs were evaluated. The event logs supported that the reported malfunction occurred. The processor pca and ribbon cable were replaced. The device passed all performance verification tests and was returned to the customer. We will consider this to be a malfunction that caused a test failure and the inability to deliver therapy in testing. Because the problem could not be recreated and because multiple parts were replaced we are unable to determine a specific cause.